Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for one (1) colony forming unit (cfu) of pseudomonas and total of 30 colony forming unit (cfu) of unspecified micro-organisms on may 10, 2022 and tested positive for 100 colony forming unit (cfu) of pseudomonas and total of 100 colony forming unit (cfu) of unspecified micro-organisms on (B)(6) 2022. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The user provided their cds practices of the subject device where the pre-cleaning consists of aspiration of water through the instrument and flushing of the auxillary and air/water channels. The device is manually processed with a scopeclean cleaning brush, aniosyme x3 detergent. The device is processed in a wassenburg automated endoscope reprocessor (aer) with endohigh/aniosyme x3 detergent and endohigh paa disinfectant. The device is stored vertically in a wassenburg drying cabinet. Olympus is the maintenance provider of the subject device. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the light guide rod lens (2x) is cracked, the distal end cover is scratched, the insertion part of the bending section is discolored, the switch section of key top 1 is incised and has cuts, there is less angulation, and there is wear and tear on the distal end of the biopsy channel. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. When olympus culture tested the subject device upon receipt, the results were as follows: on (B)(6) 2022: sampling from:all channels; cfu:>100cfu; bacterial identification:pseudomonas spp. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation as follows: on (B)(6) 2022: sampling from:all channels; cfu:3cfu; bacterial identification:gram positive bacteria. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.